Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture being pulled out from the vessel was not confirmed because the section of the suture containing the knot was not returned. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, as the suture was pulled to lower the knot to the vessel, the suture pulled out without achieving hemostasis. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.